Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical Support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised customer to continue using pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.